Event description:
A pt reported experiencing inaccurate erratic results with an otu meter. The pt's blood glucose results were 532mg/dl, 103mg/dl. Tests were done within 2 mins with a difference of 120%. Pt did not experience any adverse events. No further info has been reported. Note: "customer did not wash hands", this is documented in the reported issue notes.